Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.

Manufacturer narrative:
A1 patient identifier, a4 patient weight, not provided.